Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the nose cone was damaged and it would not connect to gage or cutter/burr. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to wear on components from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quick connect ring around the female end of the mini quick coupling chuck device would not return to its original position. According to the report, the event happened while the device was being inspected before putting it back into the set. During in-house engineering evaluation, it was observed that the nose cone was damaged and would not connect to gauge or cutter/burr device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.